Event description:
It was reported that the procedure was to treat a 90% stenosed mildly calcified lesion in the mildly tortuous mid right coronary artery. Pre-dilatation was performed with a 1.5x08mm balloon dilatation catheter (bdc). The 2.75x28mm xience pro stent implant was successfully deployed; however, a vessel dissection was noted, which was treated with deployment of another xience pro stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.